Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had intermittent button response on the esc button due to corroded keypad traces. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No unexpected button error alarms noted. The insulin pump had intermittent button response on the esc button due to corroded keypad traces. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.